Event description:
The customer's mother reported that the insulin pump did not seem to be delivering insulin. It was also reported that there was a bent cannula. Customer's blood glucose level at the time 180mg/dl. Troubleshooting for no delivery alarm occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).